Event description:
The patient sought medical attention with their healthcare provider (hcp), due to the site being raised, swollen, and tender to the touch. The hcp diagnosed the pod site as infected and prescribed two weeks of oral antibiotics, though the patient has not yet picked up the prescription and cannot recall the name of the antibiotics. The patient was discharged the same day. The pod was worn on the arm.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.